Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced a yellow wrench power limit advisory alarm and heard a grinding type noise coming from the pump with an increase of black dust in the vent filter observed. The pt was advised to come to the center and upon admission, the pt's flows decreased from 7 lpm to 2 lpm and abdominal distention was noted. A CT of the abdomen revealed a hematoma of the anterior rectus muscle and an echo revealed regurgitant flow into the left ventricle, which was determined to be a blood leak of the inflow conduit. The pt was transfused with a variety of blood products and was placed on a fixed rate at 50 bpm with flows of 4-5 lpm and no further alarms noted. There were discussions of a possible device exchange; however, the pt was successfully transplanted two days later.

Manufacturer narrative:
Waveforms submitted for this pt were unremarkable with no evidence of inflow valve regurgitation and the pump was running at 50 bpm in auto mode. Vent filter analysis showed evidence of fluid ingress. The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.